Event description:
It was reported that the patient underwent a sling related procedure due to unknown reason. A new artificial urinary sphincter (aus) was implanted. No information about the patient's outcome was provided. No more information is available at the moment.